Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post-operative check, dislodgement was observed via x-ray. The patient was asymptomatic. The lead was repositioned and remains implanted. The patient was stable throughout the procedure.